Event description:
It was reported that while inserting the distal screw into the nail, threads became cross-threaded in the nail. Screw could not be removed and needed to be cut off at the junction of the nail. The surgery time was extended over 30 minutes.